Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "smaller and softer, question of implant deflation." Healthcare professional later confirmed deflation. Later, healthcare professional reported "valve tab attachment point" and additionally reported "partially deflated from the valve tab attachment point: tissue was found within the valve". Device has been explanted and replaced.

Event description:
Healthcare professional reported, left side "smaller and softer. Question of implant deflation". Healthcare professional, later confirmed, deflation. Later, healthcare professional reported, "valve tab attachment point". The event "partially deflated from the valve tab attachment point: tissue was found within the valve" is not related to the device. Device has been explanted and replaced.

Manufacturer narrative:
Device analysis: based on the product analysis performed, the assessments of the complaints are: deflation: observed, cracked valve seat diaphragm valve. Visibility/palpability: unable to observe, as it is not related to the device. As per the investigation procedure: creases and particles were completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.